Event description:
It was reported that an alert was generated for atrial intrinsic amplitude out of range. The presenting electrogram showed appropriate device function with no evidence of noise/artefact. Slight changes in atrial sensing, impedance and threshold measurements were observed the week following implant which was two months prior. All measurements remained stable since that time. The patient will continue to be monitored via weekly remote communication. Additional information was received. Approximately three months post-implant, the device stored an atrial tachycardia response (atr) episode where the right atrial (ra) lead was undersensing the patient's atrial fibrillation (af). An email was sent to the clinic notifying them of the observation and recommending the patient be seen in the clinic to assess the atrial sensing parameters. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.